Event description:
It was reported that the pmio cable on the back of the cam02 unit was ¿hanging out¿ of the back of the case. The customer had received this unit back from integra service and repair in early feb2016. The customer did not know if the unit was being put back into service for the first time (since they received it from integra in early february) or if it had already been back in use. There was no patient contact or injury reported.

Manufacturer narrative:
Integra has completed their internal investigation on 06apr2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the evaluation verified the pmio cable assembly connector was hanging out of the case due to loose internal nut. The complaint description confirms there was no physical damage to the cam02 monitor which could have caused/contributed to the complaint incident. No non-conformance report was raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: 29jan2016. The review encompassed from 11-mar-15 to 16-mar-16. A total of (B)(4) complaints were reviewed of which this complaint is the single complaint which contained the search criteria. The quantity of complaints over the review period with the key word identified in the complaint review (1) can be calculated as 0.05% of procedures. The complaint evaluation verified the complaint incident however a root cause could not be established. The evaluation confirmed the conclusion there is no evidence to suggest a manufacturing/service or design occurred.